Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an elevated blood glucose (bg) level of 340 mg/dl. A correction bolus was delivered to address bg levels. The customer declined troubleshooting with tandem technical support regarding the elevated bg level.